Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the device revealed several episodes of non-sustained oversensing due to myopotential oversensing. The device was reprogrammed and the patient was stable throughout.